Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer called to report that she was hospitalized due to low blood glucose levels, with a reading of 35 mg/dl. Prior to the hospitalization, the customer gave herself a bolus of 5.0 units after reading on her sensor that the reading was 400 mg/dl. Advised the customer never to treat off of the sensor reading, and to always confirm with a fingerstick reading. The customer's last infusion set change was on (B)(6) 2011. Troubleshooting was performed, and the insulin pump was programmed correctly. The reservoir volume was also correct. The insulin pump was not exposed to high magnetic fields. Nothing further was reported.